Event description:
The product's mfg does not come up at the FDA web site to indicate if the product is approved to be used as intended by the MFR. It's being used in the operating room with arthroscope procedures where there is fluid involved for shoulder surgeries. Web site www.schuremed.com. Potential injury could occur to pt similar to the osi recall on its traction tables that came out in the past. MFR states it's a class 1 device, but since it's a 110v device used in the operating room it's questionable if it was really appropriately presented as such.